Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a fasciotomy on the left forearm with two dermaclose devices. It was reported that 11 days post-operative, the patient experienced skin necrosis. It was further reported the event was discovered ¿as a result of dermaclose anchors¿. The cause of the event was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.